Event description:
Consumer reports 2 needles broke off inside their abdomen. According to the letter received, some treatment was dispensed, however, unclear as to the extent of the injury or medical intervention sought.